Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One of the images submitted with the returned device appeared to show a white shadow at the distal end of a catheter seen in the intracardiac echocardiogram. During testing of the returned device, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported supposed clot remains unknown.

Event description:
During a pulmonary vein isolation for an atrial fibrillation ablation procedure, while in the left atrium and reviewing the intracardiac echocardiogram, what appeared to be a clot was noted on the tip of the catheter. The catheter was removed while aspirating the introducer and no clot or char was noted on the catheter. In addition, no clot was noted with the aspirate. The device was replaced and the procedure was completed with no adverse consequences to the patient. There was no performance issues noted with the device. No transesophageal echocardiogram was conducted before the procedure to rule out clots.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation for an atrial fibrillation ablation procedure, while in the left atrium and reviewing the intracardiac echocardiogram, what appeared to be a clot was noted on the tip of the catheter. The catheter was removed while aspirating the introducer and no clot or char was noted on the catheter. In addition, no clot was noted with the aspirate. The device was replaced and the procedure was completed with no adverse consequences to the patient. There was no performance issues noted with the device.